Event description:
A us distributor returned a battery charger/modem sn (B)(4) to report that it will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not power on) was confirmed. Upon eval, the battery charger/modem was resetting and liquid contamination was found on the battery board. In addition, there was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4)2013. Implementation began on (B)(4)2013. The root cause of the charger/modem's inability to power on could not be isolated to the flash memory failure or the liquid contamination. No adverse event resulted from the defective batter charger/modem.